Event description:
It was reported that the monitor did not display when powered on the arctic sun device for usage. Per review of wo on (B)(6)2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on (B)(6)2025, the device would be sent to imi. The issue has not been resolved yet.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the monitor did not display when powered on the arctic sun device for usage. Per review of wo on 03feb2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 03feb2025, the device would be sent to imi. The issue has not been resolved yet.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed control panel. During evaluation, it was confirmed that the unit control panel did not function to specification. Control panel was replaced. Unit was evaluated for functionality per (B)(4) rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Correction: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.